Manufacturer narrative:
Concomitant medical products: egia45amt- egia45amt egia 45 artic med thick sulu, lot# n3g1294y unk-sigadapt - unknown signia egia adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, when the surgeon tried to fire the device, it did not work. A new device was used to resolve the issue. There was no patient injury.